Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a lower volume than programmed during preventive maintenance testing. The pump was set to deliver 50-ml at a rate of 125-ml, but only delivered 43.6-ml. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was within specification in relation to the reported flow rate error during preventative maintenance testing which was not reproduced or confirmed. Baxter's device evaluation found the device to deliver by less than a 10% inaccuracy when the device was delivering at a rate of 40, 100, 125, 200, 400, 800 and 999ml/hr during flow rate testing. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01140 can be removed from the FDA database.